Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the issue occurred due to a faulty dp board (printed circuit board). However, the cause of the faulty dp board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the touch panel display did not go beyond the olympus logo intermittently due to faulty distribution panel (dp) board, the device had no image on the monitor screen intermittently due to a faulty board, wires were found corroded and need to be replaced, dust was noted inside the unit, dent was noted on the top cover, corrosion was noted on the rear panel, scratch was noted on the front pane, and corrosion was noted on the chassis. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic lap cholecystectomy procedure, the front panel display of the visera elite ii video system center was taking long time and stuck on olympus logo and was not starting for further touch options and the image was not clear. However, it was noted the touch screen was not blacked out, but touch panel was not functioning properly. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.